Event description:
An "unspecified" error message was reported with the Abbott Diabetes Care (ADC) device, and the customer was unable to obtain glucose readings. The customer experienced a symptom of nausea and was able to self-treat with an unspecified finger prick and dextrose energy. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.